Event description:
It was reported balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 6.0 x 150, 135cm mustang balloon catheter was advanced for dilatation; however, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.